Event description:
Reporter indicated that pt experienced an intraoperative episode of bradycardia and asystole when the first device diagnostic test was performed at the time of initial implant surgery. It was reported that the pt's heart rate lowered to 0 beats per minute and that device diagnostic testing resulted in high lead impedance reading (dc-dc code 4 and high). The surgeon removed the lead connector pin from the generator and then reconnected it. Subsequent device diagnostic testing caused a second bradycardic response, during which the pt's heart rate lowered into the 30's. The implanting surgeon removed the lead electrodes from the vagus nerve and then reattached them. It is not known whether the lead electrodes were repositioned to a different location on the vague nerve when reattached. Two device diagnostic tests performed after the lead electrodes were reattached to the vagus nerve were within normal limits and without bradycardic or asystolic incident. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. It is believed that the lead electrodes may have been positioned in close proximity to where the superior and/or inferior cervical cardiac branches separate from the vagus nerve, causing the bradycardiac/asystolic responses during device diagnostic testing.